Event description:
Patient for scheduled radiofrequency closure of the right greater saphenous vein and anterior accessory saphenous vein. Surgeon noted that the catheter for the procedure was not heating up appropriately during case. The catheter was removed from field and new catheter opened and used. No harm to patient.